Manufacturer narrative:
(B)(4). It was reported that during an ablation procedure a sensor error occurred and the user was not able to map using the thermocool smarttouch catheter. Upon receipt, the device was visually inspected and the catheter shaft covering is separated approximately 28 cm from the handle. Internal parts are seen and exposed. Per shaft condition the catheter was tested for electrical performance and pass. Due to the exposed components, an electrical test was performed and catheter passed. Therefore, we can conclude all the electrical wires were perfectly insulated. Then the catheter was tested per the reported event on eeprom and calibration test and the catheter passed eeprom test but failed calibration test. The catheter was then dissected and it was determined that the root cause was due to a internal damage in the force wire from the dissection cut to the connector. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed and avoid twisting the catheter to prevent any damage. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes. Since product is tested 100% for force and magnetic issues. A corrective action was created to address the thermocool smart touch broken shaft issue.

Manufacturer narrative:
Device evaluation is updated. The following part of device evaluation summary has been removed and it was included by mistake since it did not apply to the current complaint issue. "The IFU states that careful catheter manipulation must be performed and avoid twisting the catheter to prevent any damage." It was reported that during an ablation procedure a sensor error occurred and the user was not able to map using the thermocool smarttouch catheter. Upon receipt, the device was visually inspected and the catheter shaft covering is separated approximately 28 cm from the handle. Internal parts are seen and exposed. Per shaft condition the catheter was tested for electrical performance and pass. Due to the exposed components, an electrical test was performed and catheter passed. Therefore, we can conclude all the electrical wires were perfectly insulated. Then the catheter was tested per the reported event on eeprom and calibration test and the catheter passed eeprom test but failed calibration test. The catheter was then dissected and it was determined that the root cause was due to a internal damage in the force wire from the dissection cut to the connector. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes. Since product is tested 100% for force and magnetic issues. A corrective action was created to address the thermocool smart touch broken shaft issue.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/19/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
The bwi failure analysis lab has found MDR reportable issue on 11/19/2015 that catheter shaft covering was separated approximately 28 cm from the handle with internal parts exposed. This is reportable because exposed internal parts pose risk to patients. This complaint is originally created for an MDR non-reportable magnetic sensor error and unable to map issue. It was reported that during an ablation procedure a sensor error occurred and the user was not able to map using the thermocool smarttouch catheter. The procedure was completed using a same like device. No adverse patient consequences were reported. The awareness date of this complaint is reset to 11/19/2015 based on lab findings on 11/19/2015.